Event description:
Related to MFR # 2183959-2012-00353. It was reported that, on (B)(6) 2012, a revision procedure with partial vaginal mesh removal, an anterior repair and cystourethroscopy were done.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.